Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing and shocks due to an atrial originated arrhythmia resulting in therapy exhaustion. Technical services was consulted and provided programming recommendations. No additional adverse patient effects were reported. This device remains in service.